Event description:
It was reported that after a factory reset and subsequent assistance to set the ilet to go bionic mode and pair the ilet mobile app with a dexcom g7 continuous glucose monitor (cgm) sensor, the patient experienced elevated glucose readings, with a reported glucose of 338 mg/dl; the dexcom g7 displayed high values and setup support for ilet was provided. Investigation included review of high glucose reports and device setup verification for ilet and cgm pairing. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed during setup assistance. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.